Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. After escalation, the review showed that the system was functioning within expectations and that the discrepancies were consistent with sensor lag, particularly when estimated values may have been accidentally entered instead of true bgm results. The user was advised to enter only actual bgm values and to continue calibrating as requested. Following the firmware upgrade, dms data showed improvement in sg/bg agreement, and the system remained in active use with up-to-date information.

Event description:
On february 3, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.